Event description:
It is reported that upon opening the device, it was discovered that the packaging was torn rendering the device unsterile.

Manufacturer narrative:
This report will be amended when our investigation is complete.